Event description:
The customer reported the cine function was not operating correctly. No pt injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair info is not available. No ge service was performed. The customer refused the repair quote.